Event description:
Reporter alleged discrepant blood glucose results of 58 mg/dl back to back with a result of 93 mg/dl on the advantage system when testing was performed 1 minute apart. Customer stated experiencing no high or low glucose symptoms at the time as well as the location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: with an advantage test strip lot number of 522755 and expiration date of 10-31-07.

Manufacturer narrative:
The suspect product is the advantage test strips.